Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The location of the lesion is unknown. The maverick2 monorail 2.25mm x 15mm balloon catheter was advanced to the lesion for treatment and the balloon ruptured at unspecified atms. The procedure was successfully completed with another of the same device. There were no patient injuries or complications. The patient's status was reported as "good." Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.